Event description:
It was reported that a patient didn't believe he was completely emptying yet since receiving the implant. A manufacturer representative had told the patient he could change the program every five days. He had a follow-up appointment in three weeks. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID neu_unknown_lead, lot# unknown; product type lead product ID neu_unknown_prog, serial# unknown; product type programmer, physician. (B)(4).